Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several days post implant this patient presented to the hospital feeling unwell. The patient was diagnosed with a pericardial effusion and cardiac tamponade secondary to perforation by the right atrial (ra) lead. The patient underwent a revision procedure wherein the lead was successfully repositioned. The patient remains hospitalized for their recovery. No additional adverse patient effects were reported.